Event description:
Healthcare professional reported ruptured device to left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, white particles, an opening and a flat crease. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side ruptured device. Device has been explanted.